Manufacturer narrative:
A service visit was performed. A sample was received by a company representative. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. Software version 2.30 rev.b. (B)(4).

Event description:
An ophthalmic surgeon reported inability to lift a corneal flap after it was created. Docking process was complicated due to a small palpebral fissure, three attempts were needed to complete the docking. An unusual laser pulse image and bubble pattern within the cornea were observed. Due to inability to lift flap, lasik procedure did not occur. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap decentration, incomplete flap creation, flap tearing or incomplete lift-off, and free cap. The system was examined and no patient interface was returned for evaluation. The company representative did not indicate finding any issues that would be associated with the reported event. The laser met specifications at the time of release. The system was found to meet specifications and no patient interface was returned. Therefore, the root cause of the reported event cannot be determined conclusively.

Event description:
Additional information provided by a non-treating ophthalmologist who was present during surgery. The ophthalmologist reported that the flap was lasered only partly, at 10 o'clock. In 4 o'clock direction there was no effect. While trying to lift the flap from 10 o'clock, it was seen that the cut was created on the surface at epithelium level and discontinued. One side cut was also not created. The treatment was cancelled and re-scheduled. Per the surgeon, the system caused or contributed to the event.